Event description:
A malfunction was reported on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. No actions were taken by the customer to address this high reading, and no third-party assistance was required. The malfunction code was resetabble and technical support provided instructions to reset the pump. After the reset, the code did not recur, and the customer could continue using the pump.